Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). 3004753838-2019-017701 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.